Event description:
There is concern for pump generated hemolysis, leading to hemoglobinuria. A female child with pre-b cell acute lymphoblastic leukemia received 344ml of crossmatch compatible packed red blood cells (prbc) via the hospira symbiq infusion pump following normal infusion guidelines. The rate of blood infusion was 86ml/hr. The blood was not warmed. The patient had a power injectable peripherally inserted central catheter (PICC) for line access and a negative antibody screen. The transfusion was completed at approximately 16:00. The patient experienced back pain and red urine at 19:00. The vital signs remained stable. A transfusion reaction workup was initiated and clerical check was okay with no visible hemolysis and a negative direct antiglobulin test. Lab tests showed haptoglobin to be less than 8mg/dl (nl 35-278) and total bilirubin elevated at 3.3 mg/dl. Urinalysis was negative for blood by dipstick with 0-3 rbcs by microscopic examination. Ldh was not performed. The patient's symptoms resolved without further complication. No follow-up testing was done.